Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: corrective gastrectomy surgery performed, on patient that experienced a evisceration; due to broken threads. Initial surgeon used monomax 1 hrt-48 for the closure and completion of the gastrectomy. It was noted and observed that the initially used threads were broken; although the end knots were still attached to the wall. Polyglactin 1 sutures were used for the corrective gastrectomy surgery. Samples received: 1 open pouch (cannot be used for testing). OEM requires closed samples for evaluations. Analysis and results: there are no previous complaints of this code/batch. There are no units in the OEM stock. OEM requires a closed sample for testing and evaluation. With no closed samples, OEM cannot carry out an analysis in order to make an informed decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on the product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Corrective gastrectomy surgery performed, on patient that experienced a evisceration; due to broken threads. Initial surgeon used monomax 1 hrt-48 for the closure and completion of gastrectomy. It was noted and observed that the initially used threads were broken; although the end knots were still attached to the wall. Polyglactin 1 sutures were used for the corrective gastrectomy surgery.